Manufacturer narrative:
Product analysis: analysis was unable to determine the customer comment regarding the device being dropped and not working as a result. It was determined at analysis that the output connector assembly was broken. The upper case was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for repair and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.